Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center where on evaluation, error codes in the error log indicated a ventilator inoperative condition where the machine flow sensor drift was above specification (>0.21pm). The machine flow sensor and printed circuit assembly required replacement to address this issue. Preventive maintenance was completed. The device passed final testing.